Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lung biopsy procedure the device cut but did not staple. Unknown how the case was completed. There was no patient consequence. No further information is available. The device was discarded. Additional followup: the materials person called the complaint in and she only had information that was on a piece of paper. I ask if there was any one at the account that additional information and she stated that there were no names on the paper work. No additional information was provided